Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicators. There was an allegation that the device did not meet expected longevity. The physician expressed dissatisfaction at the number of devices that he/she has had to explant early within this device family due to shortened longevity.